Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported from the patient that her device completely stopped working in february because someone had hit it. Patient has a surgery referral but it is unclear what the reason for referral is. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Patient was recently sexually and physically assaulted and feels her vns was damaged. Seizures had increased after the assault.

Event description:
It was further reported that patient had a battery replacement. Explanted devices have not been received to date. No additional relevant information has been received to date.